Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17 may 2024, it was reported that one infusion set fell off during use. The set was in use for six hours. No further information available.